Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. Damage location details: the marksman catheter was found to be broken/separated at ~157.8cm from distal end. The marksman proximal section was not returned for analysis. Therefore, any contributing factors could not be assessed. The catheter tip, marker band were examined; and no damage was found. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No other anomalies were observed. Testing/analysis: unable to measure total and usable lengths of marksman catheter as the catheter was found to be broken/separated and remaining segment was not returned for analysis. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield and marksman catheter were confirmed to have resistance as the pipeline flex shield braid and marksman catheter were found to be damaged. The pipeline flex shield pusher was not returned for analysis. Therefore, any contributing factors from the pipeline flex shield to the resistance could not be assessed. From the damages seen on the braid (fraying); and catheter (broken/separated); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right c5 segment with a max diameter of 6.2 mm and a 4.1 mm neck diameter. Landing zone: distal: 3.5 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed the stent was replaced with a new one, and the contrast medium retained in the aneurysm was obvious. It was reported that after partially opening the stent, tried to retrieve it, but found that it was impossible to retrieve it and the resistance was huge. It was reported the pipeline was stuck (locked up) in the catheter or resistance in the catheter occurred. The catheter was flushed continuously with heparinized saline. The pipeline had become stuck in the distal section during deployment. The physician did release the load (slack) in the system in an attempt to resolve the issue, but it did not resolve. There was no catheter or pushwire damage observed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting the cause of the resistance was not determined.